Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) sensed noisy signal suspected to be the result of either electro magnetic interference (emi) or the imaplanted medtronic lead. Device sensitivity was reprogrammed. The device remains implanted.